Event description:
Bayer case number: (B)(4) persistent pelvic pain [pelvic pain female], fatigue [fatigue] , loss of libido [loss of libido] , insomnia [insomnia] , sweating [sweating] , heavy and irregular menstrual bleeding [menses irregular with excessive bleeding] , pain and tingling in the limbs [pain in limb] , tingling in the limbs [tingling feet/hands] , insomnia [insomnia], poor morale [low mood], abdominal pain [abdominal pain] , sensitivity to light [light sensitivity to eye] , discomfort related to changes in temperature or atmospheric pressure [discomfort] , gastrointestinal [gastrointestinal disorder] , urinary problem [urinary tract disorder] , irritable bowel syndrome [irritable bowel syndrome] , nausea [nausea] , bloating [bloating], cramp [cramp] , diarrhoea [diarrhoea] , constipation [constipation], gas [gas] , acid reflux [acid reflux (oesophageal)] , frequent urination [frequency urinary] , urgent urination [urgency urination] , urination pain [urination pain] , bladder spasm [bladder spasm] , sudden mood swing [mood swings] , irritability [irritability] , panic attack [panic attack], early menopause [early menopause] , heavy metal poisoning [heavy metal poisoning] , fibromyalgia [fibromyalgia] , noise sensitivity [sound sensitivity increased] , smells sensitivity [smelly sensation]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 46-year-old female patient who had essure inserted (lot no. E71801) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), loss of libido ("loss of libido"), a first episode of insomnia ("insomnia"), hyperhidrosis ("sweating"), menometrorrhagia ("heavy and irregular menstrual bleeding"), pain in extremity ("pain and tingling in the limbs"), paraesthesia ("tingling in the limbs"), a second episode of insomnia ("insomnia"), depressed mood ("poor morale"), photophobia ("sensitivity to light"), discomfort ("discomfort related to changes in temperature or atmospheric pressure"), gastrointestinal disorder ("gastrointestinal"), urinary tract disorder ("urinary problem"), irritable bowel syndrome ("irritable bowel syndrome"), nausea ("nausea"), abdominal distension ("bloating"), muscle spasms ("cramp"), diarrhoea ("diarrhoea"), constipation ("constipation"), flatulence ("gas"), gastrooesophageal reflux disease ("acid reflux"), pollakiuria ("frequent urination"), micturition urgency ("urgent urination"), dysuria ("urination pain"), bladder spasm ("bladder spasm"), mood swings ("sudden mood swing"), irritability ("irritability"), panic attack ("panic attack"), premature menopause ("early menopause"), metal poisoning ("heavy metal poisoning"), hyperacusis ("noise sensitivity") and parosmia ("smells sensitivity"). Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain ("abdominal pain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, fatigue, loss of libido, hyperhidrosis, menometrorrhagia, pain in extremity, paraesthesia, depressed mood, photophobia, discomfort, gastrointestinal disorder, urinary tract disorder, irritable bowel syndrome, nausea, abdominal distension, muscle spasms, diarrhoea, constipation, flatulence, gastrooesophageal reflux disease, pollakiuria, micturition urgency, dysuria, bladder spasm, mood swings, irritability, panic attack, premature menopause, metal poisoning, fibromyalgia, hyperacusis, parosmia and the last episode of insomnia were unknown. No causality assessment was received for essure with regard to fatigue, loss of libido, the first episode of insomnia, hyperhidrosis, menometrorrhagia, pain in extremity, paraesthesia, the second episode of insomnia, depressed mood, abdominal pain, photophobia, discomfort, gastrointestinal disorder, urinary tract disorder, irritable bowel syndrome, nausea, abdominal distension, muscle spasms, diarrhoea, constipation, flatulence, gastrooesophageal reflux disease, pollakiuria, micturition urgency, dysuria, bladder spasm, mood swings, irritability, panic attack, pelvic pain, premature menopause, metal poisoning, fibromyalgia, hyperacusis or parosmia. The reporter commented: since these implants were inserted in 2016 my life has been hell, I no longer have a social life, I've lost my job, I was mutilated against my will, today I'm no longer entitled to benefits (hard to find work at the age of 55), I'm fighting to have my disability recognised. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) persistent pelvic pain [pelvic pain female] , fatigue [fatigue] , loss of libido [loss of libido] , insomnia [insomnia], sweating [sweating] , heavy and irregular menstrual bleeding [menses irregular with excessive bleeding] , pain and tingling in the limbs [pain in limb] , tingling in the limbs [tingling feet/hands] , insomnia [insomnia] , poor morale [low mood] , abdominal pain [abdominal pain], sensitivity to light [light sensitivity to eye] , discomfort related to changes in temperature or atmospheric pressure [meteoropathy] , gastrointestinal [gastrointestinal disorder] urinary problem [urinary tract disorder] , irritable bowel syndrome [irritable bowel syndrome] , nausea [nausea] , bloating [bloating] , cramp [cramp] , diarrhoea [diarrhoea] , constipation [constipation] , gas [gas] , acid reflux [acid reflux (oesophageal)] , frequent urination [frequency urinary] , urgent urination [urgency urination] , urination pain [urination pain] , bladder spasm [bladder spasm] , sudden mood swing [mood swings] , irritability [irritability] , panic attack [panic attack] , early menopause [early menopause] , heavy metal poisoning [heavy metal poisoning], fibromyalgia [fibromyalgia] , noise sensitivity [sound sensitivity increased] , smells sensitivity [smelly sensation] , malaise [malaise] , depressive tendencies [depressive disorder] , stress urinary incontinence [stress urinary incontinence] , cervical tenderness [pain in cervical spine] , diarrhea [diarrhea] , gastroesophageal reflux [gastroesophageal reflux] , burning sensation in the epigastric region radiating to the right [epigastric burning] , hypochondria [hypochondriasis] , muscle pain [muscle pain] , arthromyalgia [arthromyalgia] , pain in the arms and legs [pain of extremities] , arms and legs with tingling [tingling feet/hands] , chronic neck pain [neck pain] , cervical osteoarthritis [osteoarthritis of cervical spine] , early lumbar discopathies [lumbar radiculopathy] , cervical discopathies [cervical discopathy] , static instability [postural instability] , temporomandibular pain [temporomandibular joint arthralgia] , jaw pain [jaw pain] , headache [headache] , dizziness [dizziness] , allergy to nickel and metals [allergy to metals] , erythematous lesions [unspecified erythematous condition], burning sensation in the hands [burning sensation of upper limb] , swollen hands [swelling of hands] , palpitations [palpitations] , panic attacks [panic attacks] , tachycardia [tachycardia] , burning during urination [burning micturition] , recurrent cystitis [cystitis] , dry mouth [dry mouth] . Case narrative: the below report was received by health authority ansm (reference number:(B)(4) on 22-jul-2025. The most recent information was received on 13-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 46-year-old female patient who had essure inserted (lot no. E71801) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast reduction in 1997 and abortion in 1990. Previously administered products included: leeloo. Concurrent conditions were listed as weight gain, amenorrhea, muscle pain, vertigo, flash hot, nausea, uti, inflammation, palpitations, anxiety, cystitis and stomach pain. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), loss of libido ("loss of libido"), a first episode of insomnia ("insomnia"), hyperhidrosis ("sweating"), menometrorrhagia ("heavy and irregular menstrual bleeding"), pain in limb ("pain and tingling in the limbs"), a first episode of paraesthesia ("tingling in the limbs"), a second episode of insomnia ("insomnia"), depressed mood ("poor morale"), photophobia ("sensitivity to light"), meteoropathy ("discomfort related to changes in temperature or atmospheric pressure"), gastrointestinal disorder ("gastrointestinal"), urinary tract disorder ("urinary problem"), irritable bowel syndrome ("irritable bowel syndrome"), nausea ("nausea"), abdominal distension ("bloating"), muscle spasms ("cramp"), diarrhoea ("diarrhoea"), constipation ("constipation"), flatulence ("gas"), acid reflux (oesophageal) ("acid reflux"), pollakiuria ("frequent urination"), micturition urgency ("urgent urination"), urination pain ("urination pain"), bladder spasm ("bladder spasm"), mood swings ("sudden mood swing"), irritability ("irritability"), panic attack ("panic attack"), premature menopause ("early menopause"), metal poisoning ("heavy metal poisoning"), hyperacusis ("noise sensitivity") and parosmia ("smells sensitivity"). Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), malaise ("malaise"), depression ("depressive tendencies"), stress urinary incontinence ("stress urinary incontinence"), spinal pain ("cervical tenderness"), diarrhea ("diarrhea"), gastroesophageal reflux ("gastroesophageal reflux"), dyspepsia ("burning sensation in the epigastric region radiating to the right "), illness anxiety disorder ("hypochondria"), myalgia ("muscle pain"), arthralgia ("arthromyalgia"), pain of extremities ("pain in the arms and legs"), a second episode of paraesthesia ("arms and legs with tingling"), neck pain ("chronic neck pain"), spinal osteoarthritis ("cervical osteoarthritis"), lumbar radiculopathy ("early lumbar discopathies"), intervertebral disc disorder ("cervical discopathies"), balance disorder (" static instability"), temporomandibular pain and dysfunction syndrome ("temporomandibular pain"), pain in jaw ("jaw pain"), headache ("headache"), dizziness ("dizziness"), allergy to metals ("allergy to nickel and metals"), erythema ("erythematous lesions"), burning sensation ("burning sensation in the hands"), peripheral swelling ("swollen hands"), palpitations ("palpitations"), panic attacks ("panic attacks"), tachycardia ("tachycardia"), burning micturition (" burning during urination"), cystitis ("recurrent cystitis") and dry mouth ("dry mouth"). The patient was treated with advil (ibuprofen), laroxyl (amitriptyline hydrochloride), lamaline (atropa bella-donna extract, caffeine, papaver somniferum tincture, paracetamol), lyrica (pregabalin), lexomil (bromazepam), ixprim (paracetamol, tramadol hydrochloride) and seroplex (escitalopram oxalate) as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, fatigue, loss of libido, hyperhidrosis, menometrorrhagia, pain in limb, depressed mood, photophobia, meteoropathy, gastrointestinal disorder, urinary tract disorder, irritable bowel syndrome, nausea, abdominal distension, muscle spasms, diarrhoea, constipation, flatulence, acid reflux (oesophageal), pollakiuria, micturition urgency, urination pain, bladder spasm, mood swings, irritability, panic attack, premature menopause, metal poisoning, fibromyalgia, hyperacusis, parosmia, malaise, depression, stress urinary incontinence, spinal pain, diarrhea, gastroesophageal reflux, dyspepsia, illness anxiety disorder, myalgia, arthralgia, pain of extremities, neck pain, spinal osteoarthritis, lumbar radiculopathy, intervertebral disc disorder, balance disorder, temporomandibular pain and dysfunction syndrome, pain in jaw, headache, dizziness, allergy to metals, erythema, burning sensation, peripheral swelling, palpitations, panic attacks, tachycardia, burning micturition, cystitis, dry mouth, the last episode of insomnia and the last episode of paraesthesia were unknown. The reporter considered allergy to metals, arthralgia, balance disorder, burning sensation, cystitis, depression, diarrhea, dizziness, dry mouth, dyspepsia, burning micturition, erythema, gastroesophageal reflux, headache, illness anxiety disorder, intervertebral disc disorder, lumbar radiculopathy, malaise, myalgia, neck pain, pain of extremities, pain in jaw, palpitations, panic attacks, the second episode of paraesthesia, peripheral swelling, spinal osteoarthritis, spinal pain, stress urinary incontinence, tachycardia and temporomandibular pain and dysfunction syndrome to be related to essure administration. No causality assessment was received for essure with regard to fatigue, loss of libido, the first episode of insomnia, hyperhidrosis, menometrorrhagia, pain in limb, the first episode of paraesthesia, the second episode of insomnia, depressed mood, abdominal pain, photophobia, meteoropathy, gastrointestinal disorder, urinary tract disorder, irritable bowel syndrome, nausea, abdominal distension, muscle spasms, diarrhoea, constipation, flatulence, acid reflux (oesophageal), pollakiuria, micturition urgency, urination pain, bladder spasm, mood swings, irritability, panic attack, pelvic pain, premature menopause, metal poisoning, fibromyalgia, hyperacusis or parosmia. The reporter commented: since these implants were inserted in 2016 my life has been hell, I no longer have a social life, I've lost my job, I was mutilated against my will, today I'm no longer entitled to benefits (hard to find work at the age of 55), I'm fighting to have my disability recognized. According to her, these problems have had a significant impact on her physical and psychological health and affected her personal and professional life. In terms of employment, she was recognized as a disabled worker. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kg. [Biopsy] on (B)(6) 2017: normal [computerised tomogram abdomen] on (B)(6) 2013: no abnormalities were found. [Computerised tomogram head] on (B)(6) 2013: no abnormalities were found [computerised tomogram pelvis] on (B)(6) 2014: no abnormalities. [Endoscopy] (date unknown): normal [ultrasound scan] (date unknown): normal [ultrasound thyroid] on (B)(6) 2016: normal [x-ray] on (B)(6) 2018: normal. Batch no: e71801; manufacture date: 01-nov-2015; expiration date: 28-nov-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-apr-2026: new events malaise, depressive tendencies, stress urinary incontinence, cervical tenderness, diarrhea, gastroesophageal reflux, burning sensation in epigastric region, hypochondriasis, muscle pain, arthromyalgia, pain in arms & legs, arms & legs with tingling, chronic neck pain , cervical osteoarthritis, lumbar radiculopathy, cervical discopathies, static instability, temporomandibular joint arthralgia, jaw pain, headache, dizziness, allergy to metals, erythematous lesion, burning sensation in hands, swollen hand, palpitation ,tachycardia, burning during urination, recurrent cystitis, dry mouth were added. Event updated to meteoropathy. Medical history & concomitant conditions were added. Lab data added. Essure removal surgery details updated. Additonal reporter added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) persistent pelvic pain [pelvic pain female], fatigue [fatigue] , loss of libido [loss of libido] , insomnia [insomnia] , sweating [sweating] , heavy and irregular menstrual bleeding [menses irregular with excessive bleeding], pain and tingling in the limbs [pain in limb], tingling in the limbs [tingling feet/hands] , insomnia [insomnia] , poor morale [low mood], abdominal pain [abdominal pain], sensitivity to light [light sensitivity to eye] , discomfort related to changes in temperature or atmospheric pressure [discomfort] , gastrointestinal [gastrointestinal disorder], urinary problem [urinary tract disorder] , irritable bowel syndrome [irritable bowel syndrome] , nausea [nausea] , bloating [bloating], cramp [cramp] , diarrhoea [diarrhoea] , constipation [constipation] , gas [gas] , acid reflux [acid reflux (oesophageal)] , frequent urination [frequency urinary] , urgent urination [urgency urination] , urination pain [urination pain] , bladder spasm [bladder spasm] , sudden mood swing [mood swings], irritability [irritability] , panic attack [panic attack] , early menopause [early menopause] , heavy metal poisoning [heavy metal poisoning] , fibromyalgia [fibromyalgia] , noise sensitivity [sound sensitivity increased] , smells sensitivity [smelly sensation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-jul-2025. The most recent information was received on 06-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 46 year-old female patient who had essure inserted (lot no. E71801) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), loss of libido ("loss of libido"), a first episode of insomnia ("insomnia"), hyperhidrosis ("sweating"), menometrorrhagia ("heavy and irregular menstrual bleeding"), pain in extremity ("pain and tingling in the limbs"), paraesthesia ("tingling in the limbs"), a second episode of insomnia ("insomnia"), depressed mood ("poor morale"), photophobia ("sensitivity to light"), discomfort ("discomfort related to changes in temperature or atmospheric pressure"), gastrointestinal disorder ("gastrointestinal"), urinary tract disorder ("urinary problem"), irritable bowel syndrome ("irritable bowel syndrome"), nausea ("nausea"), abdominal distension ("bloating"), muscle spasms ("cramp"), diarrhoea ("diarrhoea"), constipation ("constipation"), flatulence ("gas"), gastrooesophageal reflux disease ("acid reflux"), pollakiuria ("frequent urination"), micturition urgency ("urgent urination"), dysuria ("urination pain"), bladder spasm ("bladder spasm"), mood swings ("sudden mood swing"), irritability ("irritability"), panic attack ("panic attack"), premature menopause ("early menopause"), metal poisoning ("heavy metal poisoning"), hyperacusis ("noise sensitivity") and parosmia ("smells sensitivity"). Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain ("abdominal pain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, fatigue, loss of libido, hyperhidrosis, menometrorrhagia, pain in extremity, paraesthesia, depressed mood, photophobia, discomfort, gastrointestinal disorder, urinary tract disorder, irritable bowel syndrome, nausea, abdominal distension, muscle spasms, diarrhoea, constipation, flatulence, gastrooesophageal reflux disease, pollakiuria, micturition urgency, dysuria, bladder spasm, mood swings, irritability, panic attack, premature menopause, metal poisoning, fibromyalgia, hyperacusis, parosmia and the last episode of insomnia were unknown. No causality assessment was received for essure with regard to fatigue, loss of libido, the first episode of insomnia, hyperhidrosis, menometrorrhagia, pain in extremity, paraesthesia, the second episode of insomnia, depressed mood, abdominal pain, photophobia, discomfort, gastrointestinal disorder, urinary tract disorder, irritable bowel syndrome, nausea, abdominal distension, muscle spasms, diarrhoea, constipation, flatulence, gastrooesophageal reflux disease, pollakiuria, micturition urgency, dysuria, bladder spasm, mood swings, irritability, panic attack, pelvic pain, premature menopause, metal poisoning, fibromyalgia, hyperacusis or parosmia. The reporter commented: since these implants were inserted in 2016 my life has been hell, I no longer have a social life, I've lost my job, I was mutilated against my will, today I'm no longer entitled to benefits (hard to find work at the age of 55), I'm fighting to have my disability recognized. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kg. Batch no: e71801; manufacture date: 01-nov-2015; expiration date: 28-nov-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.